Event description:
It was reported that the subject device failed during a total laparoscopic hysterectomy. The probe of the device was broken and fell off inside the pt. The fragment was retrieved from the pt body. The procedure was completed with another thunderbeat device, there was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for eval. The exact cause of the reported event could not be conclusively determined at this time. If additional info becomes available or if the device is returned at a later time, this report will be supplemented.